Event description:
It was reported that a malfunction alarm, identified as malf 12, occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.